Event description:
Event occurred in home in 2003 at 2:00 am. Pt's family member stated they went into pt's room when pt was asleep and found the ventilator was off; no alarm and no lights. Pt's family member then restarted the vent and everything was okay. No allegations of vent causing harm. Was on ac power at time of event. Vent used for nocturnal ventilation only. Family member said they thought the ventilator was okay but homecare dealer wanted to change out to make sure the vent was working as it should.